Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut got lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.